Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's wife that they were experiencing low blood glucose levels of 49 mg/dl. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, the reservoir was removed from the insulin pump and customer was asked to check the status screen for insulin levels. Screen displayed correct information. Advised to monitor device and blood glucose levels. Customer's blood glucose level was 75 mg/dl at time of reporting. Nothing further reported.